Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported, and this pacemaker has not been returned for analysis.